Event description:
It was reported by customer that they had a kinked 4f dl PICC. Catheter was kinked by the clavicle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed; however, the exact cause is unknown. One radiographic image of a what appears to be an implanted catheter was returned for evaluation. An initial visual observation of the radiographic image showed a line which appears to be an implanted catheter. This line could be seen to bend at an angle, suggesting the catheter may kinked within the patient. While the exact cause of the observed kinked catheter could not be determined from the returned photograph, possible causes of the kinked catheter include weakened material due to flexural fatigue, placement technique, securement technique, and patient anatomical features.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that they had a kinked 4f dl PICC. Catheter was kinked by the clavicle. No other information was provided.